Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that there are cracks on the right side of the pump display. Customer's blood glucose was 123 mg/dl. Customer stated that the pump was not exposed to moisture. Customer inserted a new battery but the display did not return. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was asked verbally and in written form to return the pump for analysis. Customer will be sent a replacement.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump passed displacement test, operating currents, self-test, off no power and a21 error test. The insulin pump was monitored and no blank display during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip and cracked lcd window.